Manufacturer narrative:
System components : cuff: model- 72400162, lot sn- (B)(4), mfg date- 08/08/2016, exp date- 07/13/2021, gtin- (B)(4). Balloon: model- null, lot sn- null, mfg date- null, exp date- null, gtin- null.

Event description:
It was reported that the patient experienced incontinence with an activated artificial urinary sphincter(aus) device. The patient condition was reported to be stable. No indication of a replacement or revision surgery was reported.